Manufacturer narrative:
The device was manufactured between june 19, 2018 - june 20, 2018. An actual device was not available; however, five (5) companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed on the five (5) companion samples and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. This was identified at unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.